Event description:
It was reported when using the bd pyxis medstation es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a formulary issue. The technical support specialist stated that the customer made changes in live to resolve. The system functioned as intended after the technical support specialist repaired the device.